Manufacturer narrative:
Based on the information received, clinical evaluation was unable to confirm the reported abdominal pain/claudication and open repair. Additionally, clinical evaluation found cuff migration, and endoleak 1a; stent cage dilation and endoleak 3b of the cuff; endoleak 3a with complete component separation; and stenosis of the aorta, bilateral iliac arteries and lower extremities. The most likely cause of the stent migration, proximal and mid aortic loss of seal with complete implant separation was the remodeling of the aorta in combination with the pre-existing tortuosity. This movement likely resulted in both the cuff dilation (60%) and compromised fabric integrity [in combination with strata material] and buckling of the main body stent (~50%). This buckling was the likely cause of the inadequate patency of both components, as well as the bilateral iliacs arteries and their prospective legs. Procedure related harms at the time of implant that included renal and respiratory dysfunction, that was resolving at discharge. The final patient disposition could not be determined, but reportedly, the patient had an open repair and was doing well post operatively. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. The afx bifurcated stent device issue mentioned was previously reported under MFR# 2031527-2018-00148.

Event description:
An afx bifurcated and a suprarenal extension were implanted to treat an abdominal aortic aneurysm. The patient returned 6 years post-op presenting with abdominal pain and claudication. A follow-up CT was completed (B)(6) 2018 which showed the presence of a heavily dilated, aneurysm, and tortuous aorta throughout. The stent graft does not have proximal seal with a potential endoleak evident; however, the endoleak type cannot be determined. It was noted that the aorta is too large for endograft repair. Patient had an open repair that was completed on (B)(6) 2018 and was reported as doing fine post procedure.